Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a compliance endokit was used on (B)(6) 2018. According to the complainant, when the kit was opened, there was a small bug inside the package. The kit was disposed and another compliance endokit was used to complete the procedure. There was no serious injury nor adverse patient effects reported as a result of this event.